Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Plate cutter in variax hand set broke.

Manufacturer narrative:
Corrections: the reported event that a ¿plate cutting pliers, xs,s,m,l¿ broke, could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Since the actual device was not returned, and the lot no was not communicated, a visual and manufacturing inspection could not be performed. However, the reported ¿plate cutting pliers, xs,s,m,l¿ is not considered a single-use device, which indicates that it has experienced a lot of usage, sterilization processes and transportation throughout the years and all these procedures can definitely affect its integrity. A combination of aging, multiple uses and cleaning processes, in addition to high impact forces, could definitely lead to the reported breakage of the plate cutting pliers. Careful treatment of the device is recommended in the IFU in order to avoid these situations. As per IFU (v15011): ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way." As per cleaning & sterilization guide, ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ a review of the device history was not possible because the lot number of the ¿plate cutting pliers, xs,s,m,l¿ was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on the investigation, the potential root cause would be attributed to a user related issue, due to a mishandling of the device and the experience of high mechanical forces. Nevertheless more detailed information about the complaint event as well as the affected devices must be available in order to determine the exact root cause. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned

Event description:
Plate cutter in variax hand set broke.